Manufacturer narrative:
(B)(4). Results of investigation: this unit will be field serviced by a carefusion authorized service center. The unit was received by the service center and the results of investigation are pending at this moment. Once the results of investigation become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator turns itself off and has a constant alarm. It is unknown at this time whether there was any patient involvement associated with this complaint.

Manufacturer narrative:
This unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the reported issue and returned the defective component for failure analysis. Carefusion was able to duplicate the customer's reported issue during failure analysis. The customer returned the power board and it was installed into a golden testing ventilator. The power board passed power up, and the battery charge test with proper display color led to indicate the level of the external power and battery power present. However, the unit failed after 2-15 minutes. The unit would not start up sometimes. Visual inspections did not reveal any anomalies; but further bench testing found a pin drifted out of specification and not in tolerance.